Event description:
Customer reported that the numbers on the insulin pump's screen were ramping. Customer reported that this took place while trying to input his blood sugars. Customer reported that the buttons on the keypad then stopped responding. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.